Manufacturer narrative:
MDR 1219913-2017-00028 was filed on february 20, 2017 reporting a (B)(6) advia centaur xp (B)(6) result that was (B)(6) after the sample was re-centrifuged. February 24, 2017 - additional information: in this case the account repeated the sample in duplicate and resulted (B)(6). The sample would be considered (B)(6) for (B)(6). Based on the sample handling information provided, there was a possible issue with the original sample. Pre-analytical variables can affect the quality of the sample and deviation from recommended best practices can lead to erroneous results. While there is insufficient information to determine the cause of the initial (B)(6) result. Siemens cannot rule out pre-analytical factors or sample issue. No further investigation required for this incident.

Manufacturer narrative:
The cause of the non-reproducible, (B)(6) advia centaur xp (B)(6) result is unknown. Samples are initially centrifuged on the track. The centrifugation time is 545 seconds which includes a 60 second acceleration and 65 second deceleration at 3500 rpm. The re-centrifugation is 7 minutes at 3500 rpm. The sample tube manufacturer recommends that tubes may be centrifuged at 1500 - 2000 g for 10 minutes, at 2000 g for 4 minutes or at 4000g for 3 minutes or at alternate conditions if validated by the laboratory. He customer tests approximately 5000 (B)(6) samples per month. Siemens continues to investigate. The limitations section of the instruction for use (IFU) states the following: "for diagnostic purposes, the advia centaur (B)(6) test results should always be assessed in conjunction with the patient's medical history, clinical examination, and other findings."

Event description:
Customer observed a (B)(6) advia centaur xp (B)(6) result that was (B)(6) after the sample was re-centrifuged. There are no reports that treatment was altered or prescribed or adverse health consequences due to the (B)(6) advia centaur xp (B)(6) result.